Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.7 cm fusiform aneurysm was reported with an infra-renal angle of 56 degrees. Proximal aorta was 21 mm in diameter and 10 mm in length. Distal aorta was 21 mm in diameter. The right iliac artery was 13 mm in diameter and the left iliac artery was 12 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The right iliac artery was mildly tortuous with no stenosis and the left iliac artery was mildly tortuous with 10% stenosis. The circumferential aorta had 5% mural thrombus/calcification. It was reported that the proximal end of the graft was place such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. A reliant balloon was used. On final angiography, a proximal type I endoleak was discovered. One day post-op the patient had blood loss anemia with a hematocrit 26 and a hemoglobin of 9. Additionally, the patient had a uti, which was treated with medication. The patient is being monitored by the physician. No additional clinical sequelae were reported and the patient is fine. A review of the films at implant angiography has been completed. The films provided were still images (not cine's) therefore the de termination of the reported endoleak is uncertain. However, there appears to be a possible blush type IV endoleak near the level of the bifurcate flow divider.

Manufacturer narrative:
(B)(4). (Film evaluation). Evaluation, results: inherent risk of procedure (infection). (Cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).